Event description:
It was reported that the set screw cross threaded, sheared and some shavings was off the set screw during insertion. The set screw was removed and replaced. No shavings left in the pt. No pt complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the MFR for eval. We are unable to determine the cause of the event.